Event description:
While testing the core impaction drill at the manufacturer it was reported that the device heated up. There was no patient involvement or adverse consequences reported with this event.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the driveshaft and a bearing was broken on the driveshaft. Also bearings and rotor coupler were worn.

Event description:
While testing the core impaction drill at the manufacturer it was reported that the device heated up. There was no patient involvement or adverse consequences reported with this event.

Manufacturer narrative:
This MDR was filed in error. The overheat symptom was entered incorrectly by our service department. This unit did not overheat.